Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced 3 infusion set fell off during use events on(B)(6)2024. The infusion set had been used for 1 day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1912462 - MDR 3003442380-2024-14318 - device 1 of 4